Event description:
Pt with a history of hypertension and diabetes presented with chest pain, a cardiac catheterization was performed in 2003 and showed findings listed in #6 below. After the cardiac cath in 2003 pt underwent stenting of the lad artery stenosis with the cypher device at 14 atms. A jailed diagonal artery was opened with a 2.5 x 15mm cross sail balloon at 8 atms. The pt did well after surgery and was dismissed home the following day. After a couple of days the pt called the physician and reported shortness of breath. A diuretic was prescribed and taken. The pt reportedly improved. Four days later pt died at home. The physician ruled the cause of death was sudden cardiac death with recent cypher stent deployment. No autopsy was performed.